Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02361, 3005099803-2009-02362 and 3005099803-2009-02367 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2009, that four combo cath wire-guided cytology brushes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2009. According to the complainant, while attempting to extend the brush into the bile duct, the wire broke close to the brush end of the catheter. The break occurred inside the catheter with no fragments detaching into patient. The procedure was attempted with three more of the same devices; however, the same issue occurred with each. Follow-up indicated the elevator of the scope may have been closed due to the inexperience of the technician resulting in the damage to the devices. The procedure was completed with a fifth cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).